Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient could not connect a battery or ac adapter to port two (2). There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned controller revealed that the device failed to meet specifications; the controller failed visual inspection as result of a damaged pin on power port one (1) connector. The root cause of the reported 'poor mechanical connection' is due to bent pins on the controller power port, likely due to a forced or improper connection. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient was not able to connect a power source to power port one (1) on the controller and was hearing alarms to connect a power source. The patient performed a controller exchange to the back-up controller. The facility provided the patient with a replacement controller. The device was not returned to the manufacturer for evaluation. There was no reported patient injury related to this event.